Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant carbon dioxide concentrated (co2_c) results. The quality controls (qc) were in range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse discovered that the reaction tray wash unit (wud) was overflowing. The cse flushed out all the lines for the wud. The cse replaced both position 3 and 5 on the wud. The cse changed the wash unit drain valve (cdev) valves. The cse ran new tubing for both positions, and adjusted the depth of the pipes on position 5. The cse ran precision, which was acceptable. The customer ran and verified qc, which were within range. The cause of the discordant co2_c results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely high carbon dioxide concentrated (co2_c) results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The same samples were repeated on an alternate instrument, and recovered lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high (co2_c) results.